Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2013, under local anesthesia to have abutment exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.